Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after face-level surgical cleaning, the pneumatic balloon of the endotracheal tube was noticed to generate permeability of isodine to the trachea.